Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the laser probe tip could not be inserted into the trocar.

Manufacturer narrative:
The sample was not received. The 25 gauge illuminated flex curved laser probe was manufactured on february 26, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).